Event description:
It was reported that during an open gastric bypass procedure, the stapler did not staple. It just cut during one firing. It was not the whole cut/staple line, just the last millimeters. No pt complications.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.